Event description:
Boston scientific received information that this patient experienced a syncopal episode the night they had received their pacemaker. The local sales representative discussed programming options with boston scientific technical services to make the sudden brady response more aggressive. There were no stored events in the algorithm as they expected it to be. No other adverse patient effects reported. The source of the syncopal episode was not determined. This pacemaker has been modified electrically.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.